Event description:
Related manufacturer reference number: 2017865-2024-00721 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) and right atrial (ra) leads were dislodged due to twiddler's syndrome. The rv and ra leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.